Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent two suture breakages in the row reported during same unknown procedure were submitted via 2210968-2020-02526.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the barbed suture was used. During the procedure, when closing the surgical wound on the fascia layer, the suture was broken. There were no patient consequences reported.